Event description:
It was reported that the patient experienced unspecified issues with a sling leading to an artificial urinary sphincter (aus) implant procedure. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient was still experiencing urine leakage. The sling was not explanted and the patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.